Event description:
A uf facility reported a pt experienced swelling of the uvula following the use of an lma during a 3 hour operation. The problem was discovered 12 hours later when the pt underwent add'l surgery. The pt was coughing and gagging and complained of something in his throat. The crna looked at his throat and discovered the uvula was red and baggy with a shiny tip. The pt was treated with racemic epinephrine. Benadryl and tagamet. After 3 to 4 hours the swelling subsided. Source has requested permission to perform an inservice at this facility.